Event description:
This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a health care professional (physicians assistant). This case concerns (B)(6) male patient who received treatment with synvisc one injection and after 2 days of receiving injection had excruciating pain. Also device malfunction was identified for the reported lot number. No medical history, past drugs, concomitant medication and concurrent condition was provided. On an unknown date in 2017, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: 31-may-2020) for osteoarthritis in left knee. On an unknown date in 2017, 2 days after the injection, patient called back with excruciating pain, and was given ibuprofen (motrin) and tramadol hydrochloride (tramadol). Corrective treatment: ibuprofen (motrin) and tramadol hydrochloride (tramadol) for excruciating pain; not reported for device malfunction outcome: unknown for both events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a male patient who received synvisc one injection from the recalled lot and later had excruciating pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.